Event description:
The pt reported that they used the suspect device to check their blood glucose and obtained a result of 126mg/dl. She took insulin and drank orange juice. Pt started to feel cold and clammy and retest at 106mg/dl. Paramedics were called and they tested pt's blood glucose at 43mg/dl. Pt was admitted to the hosp and treated with an IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.